Event description:
It was reported that a user experienced intermittent cgm communication loss between the ilet bionic pancreas and a dexcom g7 continuous glucose monitor (cgm) sensor, with the dexcom mobile app continuing to display stable readings, and device logs showed cgm signal loss and brief sensor issues; the ilet was rebooted and re-paired without resolution. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed intermittent communication failure consistent with an interoperability problem and implicated the electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.